Event description:
It was reported that the unit shuts off when it hits 23 degrees. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no further information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) was no longer applicable as the device was manufactured in 2012. No previous service history was found. The device was received for evaluation, in fair condition. Functional testing was performed: at start-up, fluid circulation was slow. Temperature on the tempcheck went up to specifications but the lcd value did not match tempcheck. The overtemp also did not trigger when the alarm test button was pushed. The pcb (printed circuit board) appeared to be new, but wiring was out of place and the lcd and speaker stickers were not removed. Calibration was not done correctly after customer installed it into the unit. The reported problem that unit shuts off at 23 degrees could not be confirmed, as the device did not shut off during check. Second part of reported issue was confirmed as device needed calibration. The root cause of the issue was deemed to be user related. Actions(s) taken to mitigate the reported issue(s): replaced old style float switch with new version, return tube assembly, and o-rings as a preventive measure; performed calibration, heater demand, and electrical. Device functioned as intended after calibration and functional tests.